Event description:
The manufacturer was notified that of an event involving a perceval pvs23 sutureless aortic heart valve. The device was implanted in a patient in 2016. The manufacturer has been notified that the device was explanted as a result of structural valve deterioration which resulted in aortic stenosis and aortic insufficiency grade ii. The site indicated a possible cause was an oversizing of the device, because the valve no longer had a round shape when explanted. The patient valve functionality prior to the surgery was as follows, vao pmed: 67mmhg, pmax: 95mmhg. Av area: 0,5cm2. The exact date of the re-intervention is presently unknown. In 2018, the patient had a follow up visit which confirmed a good functionality of the prosthesis. The re-do surgery was reportedly successful.